Manufacturer narrative:
Asku - reporter is a lay user/patient.

Event description:
The customer complained of a display issue with coaguchek xs meter serial number (B)(4). The customer noticed a display issue the last time she tested her inr, but the display issue did not affect the results field of the device. The customer alleges that the results field is now affected. Upon completing a display check, segments were missing from the results field of the device. The customer has not reported any incorrect results to her healthcare provider due to this issue. No adverse event occurred. The device has been requested for investigation.

Manufacturer narrative:
The patient¿s meter was returned for investigation. Upon investigation of the returned meter, an issue in the circuit board or an electronic component of the circuit board was found.